Event description:
It was reported that when the asymptomatic patient presented in-clinic, stored egms of non sustained lead noise were seen. Upon review it was also noted that the noise intermittently inhibiting biventricular pacing for a cycle. It was also reported that oversensing was seen when the patient coughed. Pacing lead impedance was normal and remained stable when pocket manipulations were performed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.